Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia, noting blood glucose ¿went up to 400,¿ with cause unclear and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment and no hospitalization. Investigation included outreach to obtain additional details from the user. Investigation of this case revealed insufficient information to determine a device-related problem or component malfunction, and no device issue was identified based on available details. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.